Event description:
It was reported that the patient received two shocks which were attributed to the right ventricular (rv) lead oversensing t-wave oversensing due to the patients extreme dehydration. It was also noted that rv thresholds had increased. The sensing configuration was changed and the lead remains implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.